Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the implantable cardioverter defibrillator (ICD) system the allied health professional (ahp) was concerned with "abnormal function" of the device and the patient was experiencing some seizure activity. The ahp was inquiring about possible pacing on the t-wave, long atrial - ventricular (a-v) delays and pacing rates below the programmed lower rate. It was later determined that the device was functioning as programmed and the physician was aware that there were long atrial pace-ventricular sense (ap-vs) delays but they were trying to minimize the amount of ventricular pacing for this patient and attempting to optimize the device for the patient's condition. The device remains in use. No further patient complications have been reported as a result of this event.